Manufacturer narrative:
(B)(4)

Event description:
The customer reported questionable ise indirect na, k, cl for gen.2 results for two patient samples on the cobas integra 400 plus. Of the data provided both patients had erroneous na results. Patient 1 had an initial na result of 172 mmol/l that was reported outside of the laboratory. A second sample was collected from patient 1 and tested with a na result of 132 mmol/l. The customer repeated the original sample and the na result was 132.7 mmol/l. Patient 1 was transferred to another hospital based on the erroneous result. It was asked but not known if patient 1 was adversely affected due to being transferred. On (B)(6) 2017 patient 2 had an initial na result of 162 mmol/l and a repeat na result of 140 mmol/l from the same sample. The initial results for patient 2 were not reported outside of the laboratory. A second sample was collected from patient 2 and tested with a na result of 137 mmol/l. Patient 2 is (B)(6) male with a (B)(6). Repeat testing for patient 1 and patient 2 was deemed to be correct. No adverse events were alleged. The na electrode lot number and expiration date was requested but not provided. The field service engineer (fse) found a clot in the system. The fse performed a check and verification on the system. The customer calibrated and ran controls. All were acceptable and within specifications. Trending was performed for this type of complaint and no abnormal trend was identified. A query was performed and found no issues of this nature on any like instruments for the last 12 months at this customer site.

Manufacturer narrative:
The customer has had no further issues.